Event description:
The sizewise bed suddenly shut off and deflated and started beeping. Then the room started to smell like something was burning and became a bit smokey. Maintenance was called and confirmed it was the bed circuit that overheated. Pt was removed from the bed immediately and placed on a new one.